Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were found. Intermittent button response due to flattened up keypad dome. The keypad connector found closed properly during visual inspection.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was sometimes unresponsive. The customer experienced low blood glucose levels and passed out driving three times. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.